Event description:
It was reported that device is taking 30 minutes to come up to temperature. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record (DHR) review was not performed because the device was manufactured in 2004. The results of the investigation do not implicate a service process. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in poor condition with fluid ingression and normal wear and tear. Functional testing found the device temperature slowly increased up to 41.7c degrees. Installed known good main printed circuit board (pcb) and powered on device. Device temperatures increased to 41.7c degrees less than 3 minutes. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. (UDI) is unknown. No information is provided to date. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).